Manufacturer narrative:
Initial and final MDR 2580960-device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion sets leakage events on 01-feb-2026. The patient reported infusionset tubing was leaking at the site. The infusion set was in use for three hours for event one and two days for event two and three. The patient replaced infusion sets and resumed insulin successfully. No further information is available.